Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl as the customer inadvertently forgot to deliver a bolus after consuming too much food/drink. Customer was admitted to the hospital and intravenous insulin/fluids were administered. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage.